Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the dissector came into contact with a metal clamp also in use during the case and a piece of the active waveguide disengaged. There was no patient injury. A new dissector was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). One ultrasonic dissector was returned for evaluation. A visual inspection of the dissector revealed that the device had been used. Qa lab generator and battery test samples were attached to the returned dissector. The assembled device returned a green light and a welcome tone but immediately returned a red led indicator with an error tone when the device was activated specifying the device is not functional. The dissector waveguide was inspected under magnification and a crack in the waveguide was found. The titanium waveguide showed micro-cracks emanating from a possible contact with a hard metallic object as evidenced by disturbed material (e.g., metallic scraping). The crack appears to originate from a damaged location. No pieces of the waveguide were missing. In general, if a hard object touches a stationary waveguide, there will be disturbed material, but very little likelihood of micro-cracking. The reported condition of a broken waveguide was not confirmed. The IFU warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.